Event description:
It was reported that the patient received 2 inappropriate shocks due to noise, and that there were impedance changes and a lead fracture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event. It was reported that there was noise on the atrial lead and that atrial impedance was 767 ohms unipolar and 350 ohms bipolar. The atrial lead was returned to the manufacturer, analyzed and subsequently tested out of specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: intermittent contact found between the is-1 connector pin and the pin cap; full lead analyzed. Proximal conductor fractured; partial lead in segments returned and analyzed.